Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The returned device was inside of a burr. A visual inspection observed returned device loaded and stuck in the advancer and burr catheter. The wire could not be removed from the catheter. The distal section was inspected and it was found with the spring tip kinked and stretched. Also, it was found kinked in several sections in the middle of the device and near to the proximal section. Dimensional inspection revealed overall length and distal tip could not be measured due to the device condition. The middle and proximal section of the device were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error as the dfu states: "ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes." (B)(4).

Event description:
Same case as 2134265-2016-09851. It was reported that burr became stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk. A 1.75mm rotalink¿ plus and a rotawire were selected to be used. Pretest was performed outside the patient and the device rotated up to 200,000rpm. Once the device was advanced into the patient, it was noted the burr speed was able to reach 140,000rpm. The rotation speed was set at the maximum and ablation was performed. After ablation was performed 3 times, it was noted that the device stopped rotating on the 4th try. The device was attempted to be removed but the burr was stuck on wire. The devices were removed as one unit. The procedure was completed with another of the same device without issue. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2016-09851. It was reported that burr became stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk. A 1.75mm rotalink plus and a rotawire were selected to be used. Pretest was performed outside the patient and the device rotated up to 200,000rpm. Once the device was advanced into the patient, it was noted the burr speed was able to reach 140,000rpm. The rotation speed was set at the maximum and ablation was performed. After ablation was performed 3 times, it was noted that the device stopped rotating on the 4th try. The device was attempted to be removed but the burr was stuck on wire. The devices were removed as one unit. The procedure was completed with another of the same device without issue. No patient complications were reported and the patient's condition was good.